Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, rupture, "red splotch over the nipple" and ¿has developed a sensitivity to certain foods, caused burning sensation on her tongue".

Event description:
Patient reported right side "will sometimes have a red splotch over the nipple" and ¿has developed a sensitivity to certain foods such as avocado and watermelon over the past six months. She said that exposure to these foods causes a burning sensation on her tongue", not device related. Patient later reported right side capsular contracture, baker grade iii and rupture was confirmed during explant surgery. The device has been explanted.